Event description:
During a reporgramming session, the patient reported uncomfortable stimulation with the implant. The patient was seen by an advanced bionics representative for device evaluation. Explant surgery has been recommended.